Event description:
The unit will not lift with a patient. After inspection from the technician, it was identified that the legs were bent and damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.